Event description:
It was further reported that after percutaneous coronary intervention (pci) was completed, it was noted that patient had no problem and was put in ccu. Percutaneous cardiopulmonary support (pcps) was then inserted and the patient was observed in ccu. During the observation, it was noted that the patient died from cardiogenic shock. Per the physician, the patient's death was not related to the use of rotaburr, rotawire and emerge¿ balloon catheter during the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05886 and 2134265-2014-05887. It was reported that rotawire detachment and patient death occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A rotablator rotational atherectomy system and 325cm rotawire were advanced to the lesion for ablation. Upon removal of the rotablator burr, it was noted that the rotawire was detached at the distal part where stress could be loaded during ablation. The detached portion of the rotawire was removed using a snare and a 2.25mmx15mm emerge¿ balloon catheter. The procedure was completed with another of the same device. The patient died post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an emerge balloon catheter, unidentified snare, unidentified guidewire and non-bsc microcatheter were received in the lumen of a cordis guide catheter. There was a non-bsc y-adapter attached to the guide catheter. There was blood in the y-adpater. There was blood in the wire lumen of the emerge device. The emerge was protruding 16cm from the proximal end of the y-adapter and 14.5cm from the tip of the guide catheter. The snare and guidewire were in the lumen of the microcatheter. The emerge device was successfully withdrawn from the guide catheter. There were numerous hypotube and shaft kinks throughout the emerge device. There was no evidence of any material or manufacturing deficiencies contributing to the identified kinks and reported death. There is no indication that the identified kinks contributed to the reported death. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05886 and 2134265-2014-05887. It was reported that rotawire detachment and patient death occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A rotablator rotational atherectomy system and 325cm rotawire were advanced to the lesion for ablation. Upon removal of the rotablator burr, it was noted that the rotawire was detached at the distal part where stress could be loaded during ablation. The detached portion of the rotawire was removed using a snare and a 2.25mmx15mm emerge¿ balloon catheter. The procedure was completed with another of the same device. The patient died post procedure.